Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA. The suture continued to consistently break during a cardiac "redo" case. No patient injury. Five (5) minute delay in surgery. No additional intervention required.

Manufacturer narrative:
Samples received: 2 unopened race-packs. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received two closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.99 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.